Manufacturer narrative:
Reference MFR. Complaint # 97030413gp. The actural suture was used elsewhere during the surgery. The follow-up with the customer found they were using the suture incorrectly. It was not designed to be held in the manner described by the customer. A check of the lot history found all processes within specification and no other complaints on this product. The needle choice made by the surgeon was not good, as the product was not designed to perform in the manner the physician wished. This is not a product problem.

Event description:
During the removal of cyst on the pancreatic duct a blood vessel was damaged and there was a serious blood loss (5 liters). The surgeon was unable to achieve hemostasis because the needle was not secure in the needle holder. It just kept spinning round. A second needle was used, needle still not held firm. A different type of needle was then used to complete procedure.